Event description:
It was reported that the tip of the driver broke off during use. The broken portion was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.